Event description:
It was reported that during a thoracotomy with wedge resection procedure, the device misfired on the first firing. The second firing the device would not fire and then it would not open. It was not reported how the device was removed from tissue but it was removed. Once removed, there was some tissue damage. The surgeon re-fired over the area. The procedure was completed without adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Incorrect cartridge size. A third device was returned with no visual non-conformances and loaded with a 45 mm reload. The reload was noted to be unfired. Please note that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60mm IFU. The device was tested for functionality in the articulated position with a 60 mm reload and it achieved a complete fire sequence without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed, fired and opened as intended. It should be noted that when attempting to fire a 60mm device with a 45mm cartridge reload, the device will lock out; in order to open a locked device a reverse stroke needs to be performed trigger to trigger in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Incorrect cartridge size. The analysis results showed that one ec60a device (a) was returned with no visual non-conformances and loaded with a 45 mm reload. The reload was noted to be unfired. Please note that a 60mm device is designed to work only with 60mm cartridges. It should be noted that when attempting to fire a 60mm device with a 45mm cartridge reload, the device will lock out; in order to open a locked device a reverse stroke needs to be performed trigger to trigger in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position with a 60 mm reload and it achieved a complete fire sequence without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis found that one ec60a device (b) was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Furthermore event could not be confirmed as no cartridge was received for analysis. The device closed, fired and opened as intended. Device b: batch # j5kc73, mfg date: 12/14/2012, exp date: 11/14/2017.

Manufacturer narrative:
(B)(4). Additional information requested and received: what color cartridge was being used? Gold. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Difficult to fire, would not open. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes.